Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient said that they had to have their implantable neurostimulator (ins) on the left side of their chest replaced a year or two before it was supposed to be replaced, and the ins was replaced with a boston scientific device. The patient stated they did not remember when they had to have the ins replaced. Healthcare professional (hcp) states the patient had their stimulators removed a different manufacturers stimulators placed, one on (B)(6) 2022 (left) and the other on (B)(6) 2023 (right). Hcp did not know if manufacturer was notified or not.